Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("severe pain") and thrombosis ("blood clots in legs/blood clot") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Essure was removed on (B)(6) 2022. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), thrombosis (seriousness criterion medically important), genital haemorrhage ("hemorrhage"), illness ("very very sick"), blister ("skin blister which resulted in scaring"), scar ("skin blister which resulted in scaring") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy and surgery for blood clot). At the time of the report, the outcomes for these events were unknown. The reporter considered anxiety, blister, genital haemorrhage, illness, pelvic pain, scar, thrombosis and weight increased to be related to essure administration. The reporter commented: discrepancy noted in essure insertion (B)(6) 1905. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jun-2022: quality safety evaluation of product technical complaint. 24-jun-2022: pif received. Case was updated to legal. New reporter lawyer added. Patient details updated, indication, removal date added. Event: skin blister which resulted in scaring, severe pain, hemorrhage, anxiety, weight gain were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("severe pain") and thrombosis ("blood clots in legs/blood clot") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. Essure was removed on (B)(6) 2022. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), thrombosis (seriousness criterion medically important), genital haemorrhage ("hemorrhage"), illness ("very very sick"), blister ("skin blister which resulted in scaring"), scar ("skin blister which resulted in scaring") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy and surgery for blood clot). At the time of the report, the outcomes for these events were unknown. The reporter considered anxiety, blister, genital haemorrhage, illness, pelvic pain, scar, thrombosis and weight increased to be related to essure administration. The reporter commented: discrepancy noted in essure insertion (B)(6) 1905. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jul-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.